Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report by hospital says: "during the daily maintenance equipment inspection, the emergency ICU nurse found a red screen on the ventilator, it could not be used. Long-term use causes damage to the power board. After the maintenance engineer repairs the power board, the machine is in normal use". During routine maintenance, the department staff found that the machine's screen went red after startup due to failure of the power supply board. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.

Event description:
During the daily maintenance equipment inspection, the emergency ICU nurse found a red screen on the ventilator, it could not be used.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during the ventilator startup. Nevertheless, a clear root cause was not determined. The affected power supply board was maintained, and the issue was solved. There was no reported patient or user harm.

Event description:
During the daily maintenance equipment inspection, the emergency ICU nurse found a red screen on the ventilator, it could not be used.